Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after a meal in which the meal size was underannounced; the user selected a regular meal announcement despite higher-than-usual carbohydrate content, which led to hyperglycemia up to 201 mg/dl for approximately 20 minutes, with no backup therapy, ketone testing, steroid use, or medical intervention. Symptoms included no reported clinical effects. Outcomes included no functional impact on daily activities and no need for professional medical care. Investigation included troubleshooting and user education. Investigation of this case revealed user-related underestimation of carbohydrate load and reinforcement of using the ¿more than¿ meal announcement for higher-carb meals. It was concluded that the device functioned as designed and that the event was attributable to use error related to meal announcement selection.